Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulmonary vein isolation procedure a farastar generator was selected for use. During the procedure, there was a generator was found to be defective and stopped working. The procedure had to be cancelled due to this event. No further information was provided.